Event description:
It was reported that the electrode of this implant was bent and kinked prior to insertion. The device was implanted. The surgeon explanted it in 2006, one week after implantation, and reimplanted the patient with a new device.